Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had insulin flow blocked alarm. Customer's blood glucose was unknown at time of incident. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Product will be return for analysis.